Manufacturer narrative:
(B)(4). Method: the complaint mr210 humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the returned chamber identified a crack at the bottom of the dome. It was also reported by the customer that the crack was observed on the 6th day of use of the chamber. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. Due to the nature of this device, there are several possible failures that could manifest themselves in the reported event. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr210 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr210 humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr210 adult humidification chamber had a crack causing a water leak after 6 days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr210 adult humidification chamber had a crack causing a water leak after 6 days of use. There was no reported patient consequence.